Event description:
It was reported that the port was implanted in 2003. During the second chemotherapy treatment the following month, it was determined that the catheter had migrated into the right heart. The catheter was removed percutaneously the following month. There were no reported patient complications.